Event description:
Procedure: stress ui/pelvic organ prolapse. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injuries. Product was used for therapeutic treatment. An unk t-sling was reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4)., (importer).